Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in (B)(4) and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. Account: (B)(6). Account number: (B)(6). Contact: (B)(6). Case subject: npi 8015 had error 133.6090. Patient involvement: no asset: 8015 pc unit b/g v9.1.14.10 case description: (B)(6) had error 133.6090 on pcu8015 failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I recommended (B)(6) to replace main speaker. Assisted him with part number and transferred to (B)(4) for pricing. (B)(6) will replace main speaker. If he still have an issue, he will call me back.